Event description:
The customer reported there was an iris potentiometer error message displayed on the system. The collimator is stuck and needs calibration.

Manufacturer narrative:
The ge service rep replaced the high voltage cable and tested the system. The system operates as intended.